Event description:
Underdelivery reported by co's international affiliate. The report reads: "display showed that solution had been delivered when volume in bag showed it had not. Pt did not receive medication for approx 12 hours". Pump was set to infuse antineoplaston-a in the intermittent mode. 50ml with a 12 minute on cycle and a 3hr 48min off cycle. The base volume was 3000ml, reserve volume 3000ml. The report indicates there were no adverse effects to pt. No further info was available.

Manufacturer narrative:
Device testing was performed at the abbott australasia foreign testing facility. Reported test results indicate the motor had separated from the transmission.